Event description:
Additional information was received that the patient was not pacemaker dependent.

Event description:
Related manufacturer reference number: 2017865-2023-20123 and 2017865-2023-24452 during a clinic follow-up, episodes of noise resulting in oversensing, pacing inhibition, and automatic mode switch were observed. It is unknown if this is due to the right atrial (ra) and right ventricular (rv) leads or due to a suspected header anomaly. The device was explanted and replaced to resolve the event and the ra and rv leads both remain implanted. The patient was stable and will continue to be monitored.